Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had revision of an asr hip. It was indicated that the cup and head were removed and replaced with pinnacle cup, poly liner and 36 metal head.

Manufacturer narrative:
Der states that the patient had revision of an asr hip. It was indicated that the cup and head were removed and replaced with pinncle cup, poly liner and 36 metal head. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.